Event description:
It was reported during a procedure, the stylet could not be inserted into the lead and the screw was not coming out of the lead. The lead was removed and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of stylet could not be inserted and helix would not extend were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.